Manufacturer narrative:
Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is exhibiting premature battery depletion. Boston scientific engineering analysis of device data indicated the power consumption of this device has been increasing during the past year. This is consistent with other similar boston scientific devices that have had continuous average power increases. Analysis indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 60 days. The device remains in-service at this time. No adverse patient effects were reported. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device is exhibiting premature battery depletion. Boston scientific engineering analysis of device data indicated the power consumption of this device has been increasing during the past year. This is consistent with other similar boston scientific devices that have had continuous average power increases. Analysis indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 60 days. The device remains in-service at this time. No adverse patient effects were reported.